Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon separation occurred. The 2.5x12mm apex monorail balloon was advanced to the 100% stenosed right coronary artery (rca) and when the physician tried to remove the device it separated from the wire. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.